Manufacturer narrative:
The technician replaced the head up and CPR valves on the hydraulic manifold to repair the bed.

Event description:
Information received indicates the head section is drifting down over several hours.